Event description:
It was reported that patient was diagnosis pulmonary hypertensionbtt to heart/lung transplant. He was supported on ECMO due to acute failure, patient expired, cause of death unknown at this time, no autopsy, pump will not be explanted. No equipment to be returned.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) state: adverse events that may be associated with the use of the ventricular assist devices, other than death, include respiratory dysfunction and worsening heart failure heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted

Manufacturer narrative:
Additional information: the patient presented to the facility with ventricular tachycardia (v-tach) and was cardioverted. He was intubated and sedated and placed on hypothermia protocol. When the patient came out of hypothermia, he went back into v-tach and had to be put on ECMO. He was too ill to transfer so an lvad was placed on (B)(6) 2015. He did well initially and then decompensated through the night and was coded a couple of times for v-tach. The family felt it was futile to perform further interventions. The patient suffered from acute heart and lung failure. The official cause of death is restrictive cardiomyopathy and severe pulmonary hypertension. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities such as pulmonary hypertension, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.